Event description:
(Related symptoms if any separated by commas). Needle was broken from the root and that there was no needle tip, broken needle in the skin [needle issue] this serious spontaneous case from japan was reported by a consumer as "needle was broken from the root and that there was no needle tip, broken needle in the skin(needle broken)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novofine plus 4 mm (32g) (needle) from unknown start date for "device therapy", patient height, weight and bmi were not reported. Medical history was not provided. Concomitant products included - insulin. It was reported that when the patient set the dose selector at 8 iu and depress the push button (product name, device name unknown), the dose selector stopped at 4 iu. So, the patient administered one more time but the dose selector stopped again. The patient noticed that the needle was broken from the root and that there was no needle tip. The patient reported that the broken needle tip might be in the abdomen and needle was broken when she inserted the needle in the skin (broken needle in the skin). It was mentioned that the patient was injured by her feet, so she didn't go to the hospital and so no intervention was performed. Batch number of novofine plus 4 mm (32g) was unavailable. Action taken to novofine plus 4 mm (32g) was not reported. The outcome for the event "needle was broken from the root and that there was no needle tip, broken needle in the skin(needle broken)" was unknown. No further information available. Reporter comment: it was mentioned that the patient was injured by her feet, so she didn't go to the hospital and so no intervention was performed.

Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas): needle was broken from the root and that there was no needle tip [needle issue]. Broken needle in the skin [injury associated with device]. Case description: this serious spontaneous case from japan was reported by a consumer as "needle was broken from the root and that there was no needle tip(needle broken)" with an unspecified onset date, "broken needle in the skin(needle injury)" with an unspecified onset date, and concerned a female patient (age not reported) who was treated with novofine plus 4mm (32g) (needle) from unknown start date for "device therapy", the outcome for the event "needle was broken from the root and that there was no needle tip(needle broken)" was unknown. The outcome for the event "broken needle in the skin(needle injury)" was unknown. Investigational results: novofine® plus 32g x 4mm. No investigation was possible, because neither sample nor batch number was available. Since last submission, the case has been updated with the following: new event broken needle in the skin added. Investigational results added, malfunction updated to no, non-reportable updated to no b,c,d ,g codes added. Narrative updated accordingly. Final manufacturer's comment: on 02-sep-2022: the suspected device (novofine plus 4mm (32g)) has not been returned to novo nordisk a/s for the investigation. Neither batch number of device nor the suspected device is available, no batch trend analysis or reference sample review performed. With the available limited information regarding the handling of the suspected device, it is not possible to identify a clear root cause in relation to functionality of novofine plus 4mm (32g). Considering the complaint description, wrong injection technique could have contributed to reported event of needle broken leading to needle injury. H3 continued: evaluation summary: no investigation was possible, because neither sample nor batch number was available.